Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-oct-2017, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post traumatic neuraligia and spinal pain indications. The reason for call was the pt reported that it felt like one of their leads had moved in their back. Pt stated the stimulation does not hit the same spot as it did in the past. Pt added they can't feel it sometimes--that is comes and goes. Pt said they have been noticing this for a while, maybe 6-8 months but they kept putting it off. Pt mentioned trying to contact their hcp but the line was disconnected. Patient services (pss) redirected pt to hcp and sent a physician listing by mail since pt commented that they no longer have a managing hcp.